Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the compact plus system.

Event description:
Customer reportedly received results of 110 mg/dl on the mobile system and 49 mg/dl on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer self treated with "dextrose" and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.